Event description:
Leica biosystems received information that the complainant had contacted a third-party (B)(6) distributor product and application specialist, and the following information was recorded: "the customer was launching a delayed start on retort b on friday the 18th of february ((B)(6)2022 16:03:01), it was a 12hr protocol over the weekend, the actual program started on sunday evening and ended on monday the 21st at 8:12am. They also started a protocol on retort a, with same protocol and similar tissue. The tissue of retort a was fine, but the tissue from retort b was under processed. They had to rehydrate and dehydrate again to work with the tissue and do diagnosis." On (B)(6) 2022, the third-party (B)(6) distributor received information from the complainant that the patient tissue samples from two (2) cases could not be diagnosed, and re-biopsy of these patients had been recommended but not yet performed. Further information provided by the complainant and documented by the third-party swiss distributor detailed that the affected patient tissue samples were "underprocessed /hard/loss of morphology," the tissue types of the affected patient samples were "different tissues," the size of the affected patient tissue samples was "1x4mm" and the affected patient samples had been re-processed using the "same protocol for processing (steps before unknown)." On ((B)(6) 2022, the third-party swiss distributor provided leica biosystems (B)(6) with an identifier, age and gender for each of the two (2) patients for whom re-biopsy had been recommended, but not yet performed. Refer to MFR. Report #8020030-2022-00019 for specific details of the other patient involved.

Manufacturer narrative:
Based on the information provided by the complainant, the patient tissue samples exhibiting sub-optimal processing involved in this event were derived from the "12h (p2/p3)" protocol comprising 300 cassettes, which started in retort b at 16:03pm on 18 february 2022 and completed successfully at 07:59am on (B)(6) 2022. Investigation of this complaint found that the instrument operated within specification during execution of the "12h (p2/p3)" protocol started in retort b at 16:03pm on (B)(6) 2022, from which sub-optimal processing of patient tissue samples with two (2) patient cases that could not be diagnosed, and re-biopsy of these patients recommended but not yet performed. The information provided detailed that the tissue types of the affected patient samples were "different tissues" and the size of the affected patient tissue samples was "1 x 4mm." Based on this information, the root cause of the sub-optimal processing of patient tissue samples reported by the complainant was use of a protocol of inappropriate duration for the size/types of the patient tissue samples being processed. The leica histocore peloris 3 premium tissue processing system user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The manufacturer recommendations detailed above indicate that the "12h (p2/p3)" protocol is not appropriate for processing "different tissues" with a size of "1 x 4mm."